Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The touch screen assembly was returned for analysis. An investigation was performed and the resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. The field service engineer confirmed the touchscreen was replaced and performed a successful touchscreen calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/31/2019 a follow-up report will be submitted once the investigation has been complete.

Event description:
Problem statement: the customer reported touch screen failure. The device was not in clinical use at the time the issue was discovered.